Event description:
As reported for this event by the customer, during preparation for use there was image defect when the downward angle was applied. There is no patient involvement and no harm to any patient or persons.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the device image disappeared at an angle. This is attributed to short-circuit of the image sensor cable. Other observations for the device are distal end rubber coating (a-rubber) has a scratch, a-rubber adhesive is chipping, and curved tube is collapsed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, it was likely that the suggested event was caused by failures of the image sensor unit, failures of the internal circuit board of the video connector, or failures of the video system center, but it cannot be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.